Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.

Event description:
It was reported that the system 9600 emi displayed the error message "collimator iris is too large". There was no adverse pt involvement reported. There was no pt info reported.